Event description:
The report stated that after removing pt return electrodes following a radio frequency ablation procedure, it was noticed that both of the pt's thighs were burned where each of the two pads used were located. There were some red rashes on the skin where the pads were positioned. Also, there were blisters on the inner side of the thighs where the cords had been making this a 2nd degree burn. The pt is currently under medical treatment. The setting of the generator was a maximum of 90w. The total time of ablations during the procedure was 17 minutes with the 1st lasting 12 minutes and the 2nd 5 minutes.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.